Manufacturer narrative:
H3. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. It was reported that the doctor wanted to replace the patient's pump and catheter on (B)(6) 2024. The surgery was scheduled. At the time of this report, the patient was inpatient at the hospital. No additional information was reported. Additional information received on 2025-01-03 indicated that it was unknown if the hospitalization was related to the patient's device or therapy. The patient had a seizure and was hospitalized. The rep would not answer as to the reason for the pump and catheter replacement. No issue was noted with the catheter or pump. The catheter was found to be patent and intact and the catheter access port (cap) was easily able to be withdrawn from. It was noted that there was a normal motor stall and recovery post-MRI. There was no obvious issue with the system and the patient was returned to normal dosing. The acute seizure resolved. In regards to the explanted device status, the rep took the device from the operating room (or) to return. Additional information received on 2025-01-21 indicated that the rep t old the doctor that, in their opinion, they needed to do more diagnostic testing before removing the pump and/or catheter. The doctor said "no, it would take too long to get everything worked up". He wanted to take out the whole system and wanted the pump returned for analysis. When the doctor made the incision, the rep asked that the doctor aspirate the access port. The doctor did it reluctantly and it flowed freely, just like they wanted. At that point, the doctor said "it's not the catheter I'm worried about, I just want the pump checked out", to which the rep replied, "well, the catheter is typically the bigger concern". The doctor asked to just send the pump back and told the scrub technician to discard the catheter even though the rep requested that it all be returned. The catheter was discarded.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.